Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via medwatch (mw5070029) that the tip of the guidewire broke off while inside the patient. Percutaneous coronary intervention (pci) was performed in the distal obtuse marginal (om) artery. Following placement of multiple stents the tip of a mailman guidewire broke off inside the patient. The tip was unable to be retrieved as it was not felt to be recoverable due to location. No additional intervention was required and procedure was completed. No patient complications occurred. The patient was discharged the next day.